Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the manufacturer's clinical representative that the surgeon reported that his pt had expired after two days from the date of implant. He has requested that the MFR evaluate the lvad pump. No further info was given to the MFR.